Manufacturer narrative:
For the one pending event, the investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
For one event, the investigation determined the following: the vacuum tubing was dripping intermittently. Follow up actions for this event include: tubing was replaced and a nozzle was cleaned. For two events, the investigation determined the following: the issue was resolved by the service actions. Follow up actions for one of these events include: the field service engineer determined the gear pump head was worn and a reagent probe was bent. The gear pump head and probe were replaced. Follow up actions for one of these events include: the service engineer fixed a leaking wash station and repaired the reagent station. The wash tubing was checked. The gear pump pressure was found to be too low and was adjusted. A mixer was replaced and the fill height of the cuvettes was adjusted. For one event, the investigation determined the following: the rinse mechanism vacuum tubing was split. Follow up actions for this event include: the vacuum tubing was replaced. For one event, the investigation is ongoing. Follow up actions for this event include: the field service engineer has replaced a solenoid valve. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial numbers continued: (B)(4).

Event description:
This report summarizes 5 malfunction events. Questionable high results were generated by cobas 8000 c 702 module analyzers. The events involved six patient samples with questionable results for the following assays: one for albumin, two for phos2 phosphate (inorganic) ver.2, and three for crep2 creatinine plus ver.2.